Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and post-herpetic neuralgia. The pump contained fentanyl [2000 mcg/ml] at a dose of 954 mcg/day, bupivacaine [3.8 mg/ml] at a dose of 1.81 mg/day, and an unknown brand of morphine [13.1 mg/ml] at a dose of 6.25 mg/day. It was reported the patient had a refill done in (B)(6) on (B)(6) 2018 in which they filled the pump with a different concentration of morphine but did not change it on the programmer. Morphine was the secondary medication. The pump was programmed to morphine 15.2 mg/ml, but the pump was filed with 13.1 mg/ml. No patient symptoms/complications were reported.